Event description:
It was reported that two (2) solution administration sets leaked medication "between the connector of drip chamber". The is occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) . E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for d4: expiration date, h3, h4, h6, and h10. H10: the actual device was not available; however, three (3) photographs of the sample and two (2) retention samples were evaluated. It was not possible to identify the reported condition through the visual inspection of the photo samples. A visual inspection of the retention samples with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional push-pull test was performed, and no disconnections were noted. An underwater leak test and an air passage test were performed, and no leaks or blockages were found. Additionally, both retention samples were submitted to a traction test and the samples withstood the minimum required force. The reported condition was not verified on the retention samples or during inspection of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.